Manufacturer narrative:
The field service engineer performed maintenance on the analyzer. Precision improved after the maintenance. The instrument was also programmed to use false bottom tubes. Prior to the service actions, the analyzer was programmed only for sample cups.

Event description:
The initial reporter states they have been having ongoing issues with patient test results on the cobas 6000 c (501) module that are initially flagged and when repeated, these samples have normal values. The customer also provided data for one patient sample that had discrepant results for ise indirect na for gen.2 on the c501 analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 80 mmol/l and repeated as 137 mmol/l. The repeat value was deemed correct. The na electrode lot number was h95 50. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was okay and there were no alarms. Quality controls were within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer investigated samples and analyzer settings. False bottom tube settings were found to be incorrectly set up on the analyzer. The setting for false bottom tubes were corrected in the system software and no further issues occurred. The investigation determined the service actions resolved the issue.